Event description:
Per customer note the back of the handpiece popped off while working in patient's mouth.

Manufacturer narrative:
The device was evaluated and no manufacturing defects were identified.